Manufacturer narrative:
Adverse event or product problem; corrected data: the previously submitted MDR inadvertently provided an incorrect adverse event or product problem. Outcomes attributed to adverse event ; corrected data: the previously submitted MDR inadvertently provided an incorrect outcomes attributed to adverse event. Date received by manufacturer: the previously submitted emdr#1 inadvertently provided the wrong aware date for the supplemental information for the event. The correct date is on 10/23/2015.

Manufacturer narrative:
.

Event description:
It was reported that vns system implanted in the study patient was tested and system diagnostics returned high impedance. Review of available diagnostics history showed normal impedance results through (B)(6) 2015. Diagnostics run on (B)(6) 2015 returned high impedance with dcdc code 7. Review of the x-rays dated on (B)(6) 2015 showed the generator in the upper left chest in a normal arrangement. The filter feed-through wires appears to be intact. The insertion of the lead-pin connector could not be fully assessed due to the orientation of the generator in the x-rays. The electrodes appeared to be placed in normal arrangement. A strain-relief bend had been used, but not a loop. Two tie-downs were found holding the bend and the upper lead body. A portion of lead behind the generator could not be assessed. No suspected lead break was found on the visible part of the lead. No known surgical interventions have occurred to date. No patient adverse events were reported to date.

Event description:
An updated form was provided from the physician indicating he did not suspect the patient's increased seizures previously reported were related to vns.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Additional information was received indicating that the patient had an increase of frequency of seizures. This event occurred (B)(6) 2015. The event is now not ongoing. The severity was moderate. It was reported that the event was definitely related to the implant and vns stimulation. The treatment was interrupted on (B)(6) 2015. It was reported that this event was serious as it resulted in an initial or prolonged hospitalization. Further information was received indicating that the date of the replacement surgery was on (B)(6) 2015, not on (B)(6) 2015 as previously reported.

Event description:
Further information was received indicating that the patient underwent full revision surgery on (B)(6) 2015. It was reported that the lead was replaced due to lead discontinuity and the generator was prophylactically replaced. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 1442 ohms. It was reported that the explanted devices will not be returned to the manufacturer.